Event description:
It was reported that the rigid video laparoscope had image noise. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device (ccd), the light guide bundle was chipped, component failure of the light guide bundle, video connector contact was corroded, component failure of the video connector a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction noise was traced to component failure of the charged coupled device (ccd). Additionally, the most probable cause of the additional malfunctions chipped light guide bundle and corroded video connector contact was due to component failure of the video connector and light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.